Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation showed the right ventricular lead impedance and capture threshold were both high. The physician capped and replaced the lead on (B)(6) 2020. The patient was stable throughout.